Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with unacceptable dft thresholds via merlin.net. Transmission. The patient received multiple shocks and atp. Review of the ECG revealed tachy therapy that did not resolve arrhythmia. The patient went back into high rate arrhythmia, until it stopped on its own. Programming changes were recommended, but not made. The patient was fine.